Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discover the issue replaced the top display and upper inside badge along with the cardiosave label. In addition, the stm replaced the fill manifold assembly then successfully completed a helium regulator check to meet factory specification. The pressure was able rise quickly to the specific level. There was nothing unusual in the iabp's diagnostic fault logs other then the recent autofill failure. The stm then performed all calibration, functional and safety tests to meet factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
During preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) displayed a vertical line on the top display screen during the display test. In addition, the helium regulator was irresponsive during testing. The regulator failed to raise the pressure between specification (250-300 mmhg) instead going as high as 210 mmhg. The stm was not able to calibrate the helium regulator. There was no patient involvement and no adverse event was reported.